Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut down as it was not able to be charged. The pump was able to be charged successfully with an alternate usb cable. Blood glucose level was 132 mg/dl. Replacement cable sent to customer. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The pump was able to be charged successfully with an alternate usb cable. Blood glucose level was 132 mg/dl. Replacement cable sent to customer. Reportedly the customer continued to use the pump for insulin therapy.